Manufacturer narrative:
(B)(4). The following information was requested, but unavailable: how was cut vessel repaired? Was there any patient consequence as result of cut vessel? How was case completed? The form submitted reports this issue is happening more and more. Have all complaints been reported? Was surgeon able to provide the specific number of cases and other specific details where this same issue occurred? Or did surgeon report that this issue has happened on multiple occasions but no specific dates or case details could be provided? Additional information was requested and the following was obtained: rep confirmed that the issue in this case was that the clip applier became jammed/ locked on tissue. In addition the surgeon also mentioned that she has also noticed that clip applier has been cutting vessels instead of clipping vessels at times.

Event description:
It was reported that during a thyroid procedure, the clip applier locked out and cut the vessel versus clipping. There were no patient consequences. Unknown how case was completed.

Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the mcm30 device was returned partially cycled with a clip partially fed; the cycle was completed and the clip ejected from the jaws. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. No conclusion could be reached as to what may have caused the reported incident.